Event description:
Reporter stated that in (B)(6) 2010 (specific day unknown) a male, patient, came in through their facility emergency department. The patient was very agitated and became aggressive and violent. Their nursing staff then applied the restraints to the patient. After the restraints were applied to the patient, he broke the outer clasp of the wrist restraint. The facility is still pending their investigation as to how the restraints were applied to the patient. There was no patient / staff incident or injury reported.

Manufacturer narrative:
(B)(4). Restraint clasp, broke. Product was requested to be returned for evaluation and has not been received. (B)(4).